Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 28-aug-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), cultured positive after sampling performed on 07-aug-2019. The sampling performed on 07-aug-2019 identified colony forming units(cfu) designated as "tntc" (too numerous to count) comprising the following 1 isolate: 1 - positive cocci - staphylococcus haemolyticus, 2 - positive cocci - kocuria palustris, 3 - positive cocci - micrococcus luteus. Study number: (B)(6). The duodenoscope was received by pentax medical for evaluation on 21-aug-2019. The long term loaner duodenoscope was inspected by pentax medical service on 27-aug-2019 and the following inspection findings were documented: primary operation channel resistance, distal cap - fixed type passed epoxy seal integrity inspection, distal cap/ case cracked, middle lcb distal cover glass glue is missing, passed wet leak test, passed dry leak test, light carrying bundle distal cover glass middle chipped, operation channel- primary severe scratch inside. Repairs were performed on the duodenoscope which included replacement of the following components: bending rubber, angle wire, adjusting collar, operation channel, deflector staycoil, deflector operating wire, air/water tube, distal case/cap, o-ring(0.5x1.3), lcb distal cover. Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 30-sep-2016. On 26-sep-2019, a device history record(DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 27-feb-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 28-feb-2012. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 26-sep-2019.